Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert. The customer's blood glucose level was unknown at the time of the incident. The customer confirmed red battery icon. The customer stated that the battery longevity lasted 5 days. The customer stated anomaly persisted after replacement battery cap. The product was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Power management tool confirms the unloaded voltage loaded voltage are within specs. However, power system error and unexpected low battery alerts found at the long trace history file. The insulin pump had intermittent non-sleep anomaly software error. The insulin pump had stained serial number label, cracked select button keypad overlay and minor scratches on the lcd window.